Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the telescope was kinked; however, the imaging window and detached tip were not returned. Microscopic inspection showed that part of the imaging window and tip had detached from the device. Functional inspection demonstrated that the catheter flushed normally when the telescope was both fully retracted and fully advanced. Impedance testing revealed no issues. An image test could not be performed due to the condition in which the device was returned.

Event description:
Reportable based on device analysis completed on 28 jul 2025. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion; however, the image could not be displayed. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no complications were reported. However, device analysis revealed that part of the imaging window and the tip had detached.